Event description:
The device was used during thoracoscopic bi-lateral lung procedure. Reportedly, the instrument was difficult to close. The surgeon applied another device. The hosp has reported that no pt injury occurred.